Manufacturer narrative:
(B)(4). It is indicated by the complainant that the explanted devices will not be returned at this time, as the location of the device is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products¿ nexgen stemmed precoat tibial component size 6 catalog #: 00598004702 lot #: 62893518, nexgen lps-flex option femoral component size f left catalog #: 00596401651 lot #: 62814814, nexgen standard all poly patella size 38 catalog #: 00597206538 lot #: 62793810. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00608, 3007963827-2018-00124, 0002648920-2018-00610. Location of device is unknown.

Event description:
It is reported that the patient underwent a two stage revision due to chronic infection approximately three (3) months following knee arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001822565-2018-04056.